Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. A photo of the device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported the sales rep received a port kit that the expiration date was torn off the package. The device was not used.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the subassemblies, material review reports, raw material testing, manufacturing process, and quality control inspection. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Investigation summary: the sample was not returned, however, one photograph was provided, of a powerport duo MRI implantable port with attachable 9.5 f polyurethane open-ended dual-lumen venous catheter tray lid, including the label. The photograph was visually examined. The lower right corner of the front label was missing and appeared to have torn away. The portion of the expiration date information remaining included the expiration date symbol and ¿201¿. The complaint of torn packaging was confirmed. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported the sales rep received a port kit that the expiration date was torn off the package. The device was not used.